Event description:
The device was used during a procedure on the colon. Reportedly, the staples did not form properly and the device did not cut. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.